Event description:
While inserting a bioraptor knotless suture anchor into the right hip, the center pin of the suture anchor handle broke off and became lodged into the bone with the suture anchor. The physician was able to retrieve the pin by using a grasper. No harm to the patient occurred. An x-ray was taken using the c-arm to verify the removal of the pin.